Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered adhesive-related problems with their infusion sets. They confirmed experiencing similar adhesive issues with two separate infusion sets. The patient also mentioned an incident where the infusion set was accidentally pulled out. As a result of this disruption in insulin delivery, the patient's blood glucose (bg) level rose significantly to 575 mg/dl. To address the high blood glucose, the patient took corrective action by administering a correction bolus through their insulin pump. No further information available.